Event description:
This MDR covers two procedures done on the same day at the same hospital. Two different pts and surgeons were involved. Because two models of fast-fix were used, and because the model of the device or lot number is not known, no definitive conclusion can be made. One pt had the procedure completed with another fast-fix device, and the other pt had a meniscectomy. Sales rep who was present at the case stated that the meniscectomy was not a result of fast-fix damage to the meniscus. It was reported that no pt injury resulted.